Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire fsr (field service representative) evaluated the device and replaced the main board. The turbine has been replaced as well. Calibration and functional checks carried out with a positive result. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator had an xdcr (transducer) fault alarm. There is no information regarding patient involvement associated with the event.